Event description:
Preoperative diagnosis - failed loose left total knee replacement. Procedure: revision arthroplasty of left total knee replacement with a radical synovectomy, and exchange of the liner from a 10 to a 14mm.